Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt's anatomy met criteria for indications for use.

Event description:
Access and deployment of a 25-16-120bl bifurcated device and a 28-28-95rl suprarenal proximal extension. Proximal type I endoleak appeared to remain. During ballooning, the proximal extension was inadvertently pulled downward so that the suprarenal segment was below the renals. Another 28-28-95rl was deployed, ballooned, but slight type I endoleak persisted. A palmaz stent was placed to eliminate the leak; a residual type ii appeared to remain. The physician thought it to be a type ii due to a large lumbar.